Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances/operational context. However, the reported sdla appears to be due to the reported device damaged by another device. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as an additional clip was implanted to stabilize the slda clip reducing mr to grade 2+. There is no indication of product issue with respect to manufacture, design or labeling. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mitral regurgitation with grade 4+. The first clip delivery system (cds 00518u204) was advanced to the mitral valve and the clip was implanted successfully in a2/p2. A second cds (91022u139) was advanced and as it crossed the valve, the clip knocked the first clip of the posterior leaflet causing a single leaflet device attachment (slda). The physician proceeded to implant the xtr clip medial to the first clip and had a good grasp and reduction. During deployment, the gripper line would not come out and could not be removed. Therefore, the cds with clip was removed, the gripper line was left and remove when it was found where the resistance was holding it up. A third cds was advanced and the clip was implanted. Two clips implanted reducing mr to 2+. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.